Manufacturer narrative:
Remove additional MFR statement.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the usb port was damaged and when the cable was plugged into the pump it would "wiggle". In addition, it was reported that the customer experienced difficulty charging the pump with the usb cable. The pump was able to be charged successfully with an alternate usb cable. Blood glucose level was 120 mg/dl. Replacement cable sent to customer. Customer continued using the pump for insulin therapy.